Manufacturer narrative:
Corrected b1 to adverse event <(>&<)> product problem. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient received a message on her 97745 (patient controller) that she couldn¿t increase to her desired intensity and was unable to feel paresthesia. The cause was unknown. Rep met with the patient and interrogated the system and found 3 contacts (electrode #3,4 and 6) had impedances over 40,000. It was noted that patient's system already had two contacts greater than 40k. Rep reprogrammed the system without using the high impedances electrodes. Rep was unable to attain as good of paresthesia coverage but satisfactory. Rep instructed the patient to try the new programs for one week to test and evaluate the effectiveness of the new programs. Patient acknowledged and agreed to do so.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient was able to program around the high impedances. After programming, the patient used her patient controller to increase the intensity to see if she would receive the same error. The patient did not receive the settings not available message while at the meeting. The patient is still getting therapy. The health care professional has not further information regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient was getting an out of regulation message on the patient controller. A connectivity check showed electrodes 7, 6, 5, and 4 being out; however, an impedance check showed do not use for electrodes 4 and 6. Electrodes 0 and 13 showed a possible short. In group a, the patient was programmed on 4, 3, and 13-, 12-, 11-. The manufacturer representative removed electrodes 4 and used 5 in its place. This allowed the patient to increase stimulation. The patient has to move her body position to try and get better stimulation. An impedance check showed normal impedances of the 600-800 ohms range. There was no cause noted for the impedance issues and there was no change in therapy. The patient met with a manufacturer representative a few weeks prior to the report for programming. There were no patient symptoms or complications reported.